Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the master tool manipulator (mtm) 2 associated with this complaint. Failure analysis confirmed the reported event. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 1 replicating the reported event. The mtm2 was then installed onto a sftp where power up was found to be failing on the axis 1. Once testing was completed, the axis 1 motor was aba tested and was verified to be the source of the fault.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator (mtm) failed to release tissue, with the instrument in use intermittently locking up. The user managed the issue without using the instrument release kit (irk). The user was instructed to replace the instrument and reseat the sterile adapter, which had already been done, but the problem persisted. The user continued with the procedure as planned with no reported injury. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the left master tool manipulator (mtm) as per isi procedure due to the arm not releasing when in use. The system was tested and verified as ready for use. Isi received the mtm for failure analysis evaluation. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on axis 1, replicating the reported event. The mtm was then installed onto another test platform where power up was found to be failing on axis 1. Once testing of the mtm was completed, the axis 1 motor was tested and verified to be the source of the fault.